Event description:
It was reported there was an overdose. Following a pump replacement on (B)(6) 2012, when the new pump therapy was initiated, the patient started to display symptoms of overdose. Prior to replacement, the patient's previous pump medication (baclofen) was being turned down from 400 mcg/day to 200mcg/day, over a period of time. The last time it was programmed was (B)(6) 2012. On (B)(6) 2012, the pump was replaced under local anesthetic only, as the patient apparently could not be intubated and was considered to be a surgical risk. The old pump could not be read so it was thought to have stopped somewhere between (B)(6) 2012, however the patient did not have any withdrawal-type symptoms during that time. When the new pump's therapy was initiated, the patient was started on the last known dose which was apparently just under 200mcg/day. Shortly after, the patient started having overdose-type symptoms. It was noted that prior to pump being replaced the patient complained of being very tight, and immediately following, the reporter stated the patient "was so overdosed" that the healthcare provider (hcp) removed 30-40 ml's of cerebrospinal fluid (csf), and emptied the pump reservoir and catheter of drug as well. The hcp then changed the concentration to 500mcg/ml however forgot to clear out the pump tubing as well, so that was done later that day. The patient was admitted to the ICU for a period of time but was later reported to be "okay now." The medication in the pump was baclofen. It was later reported on (B)(6)2012 that the reporter believed the patient was receiving effective therapy. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# j11002r21, implanted: (B)(6) 2003, product type catheter. (B)(4).